Manufacturer narrative:
The insulin pump was returned for power error. Analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump received with minor scratched lcd window, cracked battery tube threads and scratched case.

Event description:
Customer's mother reported via phone call that the insulin pump has been alarming for a power system error for three days every four hours. The alarms were confirmed in the history menu. It was stated that the battery has been changed multiple times and the insulin pump has not been dropped or bumped. Blood glucose value is unknown. Customer was advised that an insulin pump would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.